Event description:
As reported by the edwards (B)(6) affiliate, approximately one year, four months post-implant of a 26mm sapien 3 transcatheter valve in the aortic position by transfemoral approach, the valve was explanted and replaced with a surgical valve. The reason for the explant is unknown.

Manufacturer narrative:
Multiple successful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 1-year post-implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 1 year, 4 months post-thv is not available at this time. There is insufficient information to determine if the event was related to device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and comorbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review did not reveal any manufacturing nonconformance issues that would have contributed to the event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU was reviewed and valve explants are listed as additional potential risks associated with the tavr procedure, the bioprosthesis, and the use of the its associated device and accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve explant was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. As reported, 'patient who underwent an implant of a 26mm sapien 3 valve, in aortic position, by transfemoral approach. Approximately one year and four months post-implant, valve was explanted and an inspiris resilia valve was implanted. Hospital is not willing to provide more information on this case'. Due to limited information, a definitive root cause was unable to be determined at this time.